Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 13mmol/l. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The device also was stuck on the prime loop. Advised the customer that the insulin pump would be replaced. No further information was provided.